Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's personal diabetes manager (pdm) gave an uncommanded bolus whilst it was in the patient's pocket. The patient's blood glucose level (bg) dropped to 54 mg/dl. Additionally, the patient reports they changed the unlock code on the pdm and it has not happened again.